Event description:
It was reported that two years ago, when the patient had their device put in, they were very sick and lost 100 pounds. It was stated the patient¿s device helped them ¿pee¿ but they had other health conditions at the time of report. It was noted the patient had no feeling in their crotch anymore. Reportedly, the patient had prolapse and nerve damage. It was noted the patient was in pain and their back pain was so bad they could hardly stand up. It was stated if the patient turned their stimulation off they had symptoms such as ¿it would flow right out¿ and the patient couldn¿t get to the toilet. It was noted with the stimulation on the patient¿s ¿pee trickled out constantly.¿ the patient stated they were going to have their device removed and they stated ¿she¿s going to take it out herself.¿ it was later reported the patient was still having concerns regarding their device or therapy but had not sought further help.

Event description:
It was reported that the patient¿s stimulator kept shutting off by itself. The stimulator would shut off by itself 2 to 3 times a week and this had been going on for about 3 weeks prior to the report. The patient could not find a doctor due to the way their device was implanted. The device was not working properly. It was noted that the patient was urinating ¿all over the place.¿ the patient could tell that their device was shutting off because they would stop having pain where the device was implanted and they would have to go to the bathroom and go on the floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v926180, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed neurostimulator functionally okay with insignificant anomalies.

Event description:
It was later indicated that the device was explanted on (B)(6) 2014 due to normal battery depletion and patient recovered without sequela.

Manufacturer narrative:
(B)(4).